Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient that was receiving lioresal (500.0 mcg/ml at unknown dose) via an implanted pump. It was reported the patient's pump and catheter was removed due to an infection on (B)(6) 2018. It was noted the patient has a history of (B)(6) and is a (B)(6) carrier. The pump was visible and no interventions were taken. The issue was resolved and the system was discarded. The patient's weight was (B)(6).